Event description:
Information was received that per the physician&#39;s office that the suture was found to be subcutaneous and because of the placement led to it extruding from the neck. The doctor did not believe this was related to any infection.

Manufacturer narrative:
Adverse event problem: health effect - impact code; corrected data: &#34;medication required f2303&#34; and &#34;imaging required f2203&#34; inadvertently not coded in initial MDR.

Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was initially reported by the patient's father that the patient's lead popped out of his neck and is now sticking out through his skin. The father of the patient noted that the area was red and puffy before popping out. The patient was seen in the ER following this and a suture was found to be sticking out of the neck not the lead. X-rays showed the lead was properly positioned. The patient was given antibiotics for 7 days and the suture was removed and a steristrip was put on top of the area. It was noted the patient was definitely not picking at the site and denies any symptoms of infection like fever, so the cause of the extrusion is unknown as of now. No additional relevant information has been received to date.